Manufacturer narrative:
Event occurred a couple of months ago based on the date the manufacturer became aware of the event.

Event description:
It was reported that the was charging the ipg more often and the battery does not maintain its charge. It was also noted that the battery protrudes out of his skin. The patient underwent an ipg replacement procedure wherein an MRI compatible ipg was implanted. The explanted device was discarded per facility policy.